Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was removed and replaced. The hospital discarded the lead.

Event description:
It was reported that the hospital discarded the lead, subsequently the lead was returned.